Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation and preliminary test results were acceptable. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented at the hospital for cardiac surgery, including aortic valve replacement. The patient developed urinary tract infection (uti) and subsequently vegetations from the infection on his heart valves. The physician elected to explant the pacemaker, right ventricular and right atrial leads and a temporary pacemaker was implanted. The patient was in stable condition throughout the procedure.